Manufacturer narrative:
D1 unique identifier (UDI) for cx preconnect: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated, it was reported that the patient coughed very hard for unknown/unrelated reasons. The reservoir was explanted and replaced through a counter incision and the tubing was tunneled so it could not move. There were no additional information reported.